Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included estrogens conjugated;medroxyprogesterone acetate (prempro) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), depression ("psych injury/ depression and mental anguish") and anxiety ("psych injury / mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems: other"), bladder disorder ("bladder/urinary problems : other"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy full), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, urinary tract disorder and bladder disorder had resolved and the depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion from summons: (B)(6) 2009 and (b(6) 2014. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), general abnormal bleeding. Discrepancy noted in essure confirmation test. Left side: trailing coils in uterus: 2. Right side: trailing coils in uterus: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injury reported in this case, the following one were described in patient medical record conforming pelvic pain, abdominal pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-sep-2019: pfs and mr received- and new events: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. B66017) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Concomitant products included estrogens conjugated;medroxyprogesterone acetate (prempro) and ibuprofen. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea (cramping)"), depression ("psych injury/ depression and mental anguish") and anxiety ("psych injury / mental anguish"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems : other"), bladder disorder ("bladder/urinary problems : other"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (hysterectomy full), salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, urinary tract disorder and bladder disorder had resolved and the depression, anxiety, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: date of insertion from summons:(B)(6) 2009 and (B)(6) 2014. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), general abnormal bleeding. Discrepancy noted in essure confirmation test. Left side: trailing coils in uterus: 2. Right side: trailing coils in uterus: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Concerning the injury reported in this case, the following one were described in patient medical record conforming pelvic pain, abdominal pain. Batch no b66017, production date 2013-08-28, and expiration date 2016-08-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), psychological trauma ("psych injury"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), urinary tract disorder ("bladder/urinary problems : other") and bladder disorder ("bladder/urinary problems : other"). The patient was treated with surgery (hysterectomy full),salpingectomy (bilateral). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain, urinary tract disorder and bladder disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: date of insertion from summons:(B)(6) 2009. She received treatment for pelvic/ abdominal pain, dysmenorrhea (cramping), general abnormal bleeding. She received treatment for psych injury: no. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: the essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: events abdominal pain, dysmenorrhea (cramping), general abnormal bleeding, psych injury, bladder/urinary problems added. Suspect drug start and stop date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.